Event description:
It was reported that, the surgeon informed me of a pt complaining of hip pain status post total hip performed on (B)(6) 2012. The surgeon decided with pt to revise the stem component due to unexplained pain. Upon him performing the revision the stem was exposed, neck removed with extractor at which time he commented there was no sign of obvious corrosion or wear. He had specimens sent for examination which he saw no signs of infection or inflammation. He proceeded to remove the stem portion which appeared well fixed and required a controlled osteotomy. Upon removing the stem, he continued to implant a restoration modular according to surgical technique. Implants were trialed and final impaction was performed.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 6570-0-536, lot # 38686001, description: delta v-40 ceramic head 36/+2.5. Cat # 4845-4-411, lot # g3121278, lot # g3121278, description: abgii modular short neck. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. A supplemental report will be submitted upon completion of the investigation.